Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. However, the complainant reported that the device was not expired. Reported event of handle broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic papillotomy with stone extraction procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle of the trapezoid¿ rx basket broke and the basket failed to open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Visual analysis of the returned device found the basket wire assembly to be partially extended. The basket was manually opened with no issues noted. The thumb ring was found detached from the handle and has marks that shows proper assembly during manufacturing. The evaluation concluded that during use the thumb ring receives only tensile and/ or compressive force(s) applied parallel to the length of the device. Detachment of the thumb ring from the handle assembly occurs when force is applied perpendicular to the thumb ring/ handle assembly, forcing the thumb ring out of the handle assembly. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic papillotomy with stone extraction procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the handle of the trapezoid¿ rx basket broke and the basket failed to open. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".